Event description:
It was reported that during an in-clinic visit, the patient implantable cardiac monitor (icm) failed to be interrogated and a magnet response was not obtained. No intervention or procedure was reported. No patient condition was reported.